Manufacturer narrative:
1/22/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during an unspecified procedure. Reportedly, the jaw did not close completely. No pt injury was reported.